Event description:
It was reported that a portion of the patient's trial lead "broke off" and was left inside the patient. The patient's health care provider (hcp) attempted to retrieve the fragment but was unsuccessful. It was not known how much of the lead was left inside the patient. It was further reported that the patient was "doing fine."

Manufacturer narrative:
Product ID 3889-28, lot# va0317g, implanted: (B)(6) 2012, product type lead; product ID 3065usc, lot# n312802, product type screening device; product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3057-1sc, lot# n302467, product type screening device; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).